Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from the same lot were tested for extractables (visual exam, bubbles, ph, zinc, copper, uv absorption. No abnormality was determined. Co is unable to determine the cause of the incident.

Event description:
Pt reaction, first use, preprocessed dialyzer, within first five minutes, pt complained of lower back pain, stomachache, chest pain, headache, shortness of breath, and hot sensation in face. No fever or chills. Blood was not returned. O2 was administered. Treatment resumed with same dialyzer without problems.